Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a spinning spiros¿ where the customer reported that while administering epirubasin drug to a patient, there was a leak from the spinning spiros device at 1am. It us unknown how long the device was in use when the incident occurred. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Include additional information received 9/20. No 011-ch2000s-c product samples, videos, or photographs were returned for investigation. The lot history review was performed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
Additional information was received stating that the spinning spiros used on end of bolus syringe appeared to fail. Epirubicin leaked from spiros onto the gauze held underneath. The customer reported that the expiry date was 01-nov-2026, however, ICU medical records confirm that the expiration date previously report is correct 01-nov-2028.